Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator had a display that was going black. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The bme reported that the device was tested for a while, and after twenty minutes, the display went completely black. The bme reported that the liquid crystal display (lcd) would need to be replaced.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The record was updated, and the biomedical engineer reported that the replacement display was received and installed. The biomed verified that the liquid crystal display (lcd) was now working properly, and the device was returned to service.